Event description:
Patient's mom reported curlin pump was not working. Occlusion down and primed it but kept beeping. Patient's mom changed tubing but it did not fix the issue. Patient's mom was able to finish infusion through gravity, infusion was done last week. No missed doses. Unknown if patient experienced an adverse event as a result. Unknown if pump is on hand for return to manufacturer. Pharmacy is replacing pump. No further information, details or dates provided.